Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance at the plunger when filling the cartridge. The customer's blood glucose level was not impacted.

Manufacturer narrative:
Customer reported that resistance with the syringe plunger was felt while attempting to load the cartridge. Customer changed the syringe needle and the issue was resolved. (B)(4). This event was inadvertently submitted. There was no alleged fill resistance related to the cartridge and no adverse patient effect. Reported information indicates that the resistance was related to the syringe needle. Tandem does not manufacture the syringe/needle.